Event description:
The customer reported a filament drive error. The field engineer noted this resulted in a no boot, which is a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The filament drive board was replaced during the service call. The system was tested and found to working as intended and put back into service.